Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for unrelated alarms during fill one on a homechoice (hc) machine, it was reported that there was air in the patient line that might have gone inside of the home patient (hp). There were no issues found with the setup during troubleshooting that would cause or contribute to this issue. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.